Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not clamp and lock, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier failed the functional clip test. The medium-large clip applier misapplied the clip during testing. The instrument passed engagement and was able to retain clip through engagement but could not apply the clip. The medium-large clip applier also had a bent grip. The damage was found near the top of the clip groove causing a tip offset. As a result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the loss of clip functionality is due to a damaged grip cable or misaligned grips. Bent grip failures are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not clamp and lock. The customer did not know if the tips were misaligned or not. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to apply the clip to the vessel. The instrument was unable to lock the clip. There was no patient harm.